Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2019 with the following findings: on investigation, the black box contained data from (B)(4) 2018 to (B)(4) 2018 with no errors, alarms or warnings cs 162 recorded during this period. The force sensor was evaluated and found to be operating within specifications. The pump was exercised for 12 hours without any loss of prime occurring. Investigation did not duplicate the complaint.